Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos, images and videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly had entanglement occurred in the process of filter release. It was further reported that the device was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two single-frame fluoroscopic images, four videos and two photographs were reviewed. Both single-frame fluoroscopic images depict the deployed filter and the delivery sheath introduced from either the jugular or subclavian vein. In the second image the pusher is seen above the filter. In the first image, the pusher has been withdrawn and a wire has been inserted. In both of these films the filter does not appear to be fully opened. The photographs show the explanted filter. In the first photograph there is clearly a deformity of one of the filters legs. Each of the four videos depicts images similar to the single-frame fluoroscopic images. In two, the vena cava is contrast-enhanced; the deployed filter does not appear to open fully and engage the walls of the vena cava. Therefore, the investigation is confirmed for the reported expansion failure as the provided videos and pictures show the filter not fully opened, with one of the legs entangled in one picture. A definitive root cause for the reported expansion failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly had entanglement occurred in the process of filter release. It was further reported that the filter was removed using a retrieval device. The procedure was completed using another device. There was no reported patient injury.